Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure to remove and replace the device due to a mechanical issue related to three pinholes in the cuff. No patient complications were reported.